Event description:
It was reported by the edwards field clinical specialist that during the transapical tavr procedure, the first 26mm sapien valve was positioned in a 50:50 position but it deployed 90:10 aortic. A post deployment echocardiogram showed aortic insufficiency and the decision was made to implant a second valve. During the insertion of the second 26mm sapien valve, the second valve dislodged the first valve and caused it to embolize. The team decided to proceed with the deployment of the second sapien valve prior to securing the embolized valve. The repeat echocardiogram showed the second sapien valve had been deployed successfully and had reduced the ai down to trace-mild. At this time a 14fr sheath was inserted into the right femoral artery (rfa). Through the 14fr sheath, a wire was introduced and used to cross the embolized valve. Once the wire was securely through the embolized valve, the sheath and the wire were removed from the cardiac apex and the incision was repaired. A 25mm x 4cm bav balloon was then inserted through the 14fr sheath and advanced through the embolized valve. The balloon was inflated and valve was dragged around the aortic arch and anchored in the descending aorta. A palmaz stent was deployed to secure the embolized valve. An aortic angiogram showed a dissection in the descending aorta, which was repaired using an endovascular graft. Once the aorta was repaired, the patient was transferred to the ICU in stable condition. Per report, the patient¿s aortic valve and aortic root were moderately calcified, the sinotubular junction (stj) measured 34mm, the sinus of valsalva (sov) measured 29mm, there was no mitral annular calcification (mac) but mild ventricular septal hypertrophy was present. Additionally, the image intensifier angle and the coaxial alignment of the delivery system and valve were noted as good, ventilation was held during deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and aortic insufficiency (ai) requiring intervention are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is also listed in the IFU as a known potential complication associated with the tavr procedure. In this case, it appears that patient (moderately calcified native valve and mild septal hypertrophy) and procedural factors may have caused or contributed to the aortic deployment of the valve and subsequent ai. As noted in the case report, the valve embolized during the manipulation of the second valve for positioning and deployment, and the descending aortic dissection likely occurred as the embolized valve was manipulated into position for deployment and stenting. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.